Event description:
During a ptca procedure, the tip of the pt2 moderate support wire fractured and remained in the circumflex artery. No attempt was made at retrieval. It was further reported that a magnum balloon catheter and taxus stent were also used in the procedure. Pt status is listed as "okay".